Event description:
The customer reported that after pipetting an hbsag plate on summit the tech observed no conjugate was pipetted into wells a1, a2, or a3. No error was generated. No death or serious injury was associated with this incident.